Manufacturer narrative:
Correction: added code for loss of capture. New information regarding lead revision and new codes entered as well.

Event description:
It was reported that this right ventricular lead exhibited failure to capture. It was also noted that a CT scan was performed and noticed a lead perforation. The patient experienced diaphragm pain. This lead was turned off and device reprogrammed. It was noted that this patient experienced diaphragmatic stimulation but was not dependent on rv pacing. This lead was explanted due to perforation through the apex which was confirmed by a computed tomography scan. During extraction the helix did not retract. A new rv lead was successfully placed. This lead remains in the patient. No additional adverse patient effects were reported. This lead will not be returned to boston scientific.

Event description:
It was reported, that this right ventricular lead exhibited failure to capture. It was also noted, that a CT scan was performed and noticed a lead perforation. The patient experienced diaphragm pain. This lead was turned off and device reprogrammed. This lead was scheduled for explant. This lead remains in the patient. No additional adverse patient effects were reported.